Event description:
Patient seen by local rep. Device cannot be interrogated. The patient has a competitive recalled lead. The patient received a shock from the device and the device became uninterrogatable. The patient was given a life-vest until the system could be replaced.